Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead had intermittent capture and dislodgement. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. A complete lead was returned in one piece. The reported event of intermittent capture was not confirmed. Electrical testing, visual inspection, and x ray examination found no anomalies only those consistent with procedural damage.